Event description:
The customer reported that the nasogastric tube ruptured near the bifurcation, requiring removal and a new insertion. A new insertion occurred in the opposite nostril without any resistance. Upon removing the ruptured tube, she observed that it was not completely removed and that the metal tip was not in a device, appearing to have "burst." When questioned about an attempt to unblock the tube, she stated that it did not occur during her shift and that the replacement was solely due to an external rupture. They advised contacting the primary care team to report the incident, request an x-ray to confirm the new tube insertion, and attempt to identify the "lost" tip. Dr. E, from clinical oncology, advises that she will request an evaluation and opinion from the abdominal surgery team. The patient remains comfortable with no signs of discomfort or agitation and is currently unattended. No other information is able to be obtained as the event was reported anonymously to anvisa in brazil.

Manufacturer narrative:
A non-conformance review was conducted for lot: 2108902564 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.